Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, and concentric mid left anterior descending artery. An unknown guide wire was used to cross the lesion using retrograde approach. The guide wire was then replaced with a non-abbott guide wire and a 1.5 x 15 mm mini trek balloon catheter was advanced antegrade approach. An attempt was made to pressurize the balloon catheter; however, the pressure on the non-abbott inflation device did not increase. The connection of the catheter and inflation device was checked to see if it was loose, but there was difficulty disconnecting the two devices. Force was applied and the hub of the catheter detached from the shaft. The procedure was continued using a new trek balloon catheter with the same inflation device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.